Event description:
Patient with a history of a (B)(6) squamous cell carcinoma of the left base of tongue. Direct laryngoscopy with biopsy was indicated. This proceeded uneventfully.  In the pacu he developed significant oropharyngeal bleeding and thus emergent return to the operating room (or) was indicated.  Bleeding was controlled by packing the oropharynx, but could not be controlled with cautery. The patient was therefore taken emergently to the ir suite for  coil embolization of left lingual artery proximally, distally and across arteriotomy. During the embolization an ev 3 coil was selected. The coil unraveled when it was introduced to the procedure tray. The coil was saved for investigation. A second ev 3 coil was selected and prepped. The coil was introduced to the area of embolization and found to be stuck within the catheter and would not deploy. The coil was withdrawn and saved for investigation. The case continued without incident and there was no harm to the patient.